Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A problem was detected in the morning when the clinical team conducted functional tests on the machine. The philips field service engineer (fse) visited onsite and checked the problem reported by the customer. Upon troubleshooting, fse found that the pedal cable connector was not properly connected. To resolve the problem, philips has initiated a medical device correction z-2587-2023 on another case. After that implantation, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.